Event description:
Customer reported fluid leaked from the tubing above the upper fitment. . There was no report of pt harm or medical intervention. Although requested, no add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A f/u report will be submitted once the eval is completed.